Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2011. The pt has a complete heart block. On (B)(6) 2011, capture failure was observed. Device interrogation and tests did not reveal any anomaly in pacing and sensing operations. An x-ray was also performed, showing no lead dislodgement.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: no explanation could be found for the observed intermittent loss of capture. Such phenomenon could result from a lead conductor failure, a connection anomaly (setscrew issue/connector failure), a lead dislodgement, or specific condition of the pt (drugs, ...), and therefore, must be monitored. Nevertheless, none of these possible root causes could be confirmed. There is no indication for a re-intervention with the available data.